Event description:
The patient claimed his auto off alarm on the animas insulin pump sounded before the 16 hours time frame he programmed. Reportedly, the patient had programmed the auto off alarm to sound if no buttons are pressed within 16 hours. During troubleshooting, the reported issue was not resolved with training. There was no product misuse. There was no reported patient impact associated with this complaint. This complaint is being reported due to the alleged settings issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow up #1 submitted: 11/26/2012 device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed "auto off" in the pump history. There was no activity outside normal use observed in the black box or history download. The history revealed the auto off setting was programmed for 16 hours. The black box revealed "auto off timeout" on (B)(4) 2012 sixteen hours from the last keypad usage when a bolus was programmed and delivered. The "auto off" function was tested and found to respond appropriately. On examination, the keypad was noted to be torn at the contrast button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. On keypad testing, the up arrow, down arrow and ok keypad buttons had appropriate response. The contrast button, which has no affect on pump function, had intermittent response when tested. The keypad cover was removed for investigation and revealed contamination under the contacts of the contrast and down arrow keypad buttons.